Event description:
The facility returned the device for service. During service the baxter repair tech reported that the pump failed accuracy testing. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No additional info is available.